Manufacturer narrative:
The facility stated that they were unsure if the unit was in fact not contaminated. As a precaution the unit was not evaluated and was disposed of. The failure could not be verified. Insufficient information for a complete investigation. The DHR for microtip lot 18613-03 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
Fluid blockage at priming phase.